Event description:
During a routine follow-up, the ventricular lead impedance was >3000 ohms and the v. Continuity test had a failed result. Review of the stored episodes show short bursts of ventricular noise sensing. An intervention was made on (B)(6), 2010 and found the setscrew on this device was loose. The setscrew was tightened successfully and the ICD remains implanted.

Manufacturer narrative:
(B)(4), 2010. The analysis on this device is pending. (B)(4), 2011. Since the device remains implanted, the programmer files were sent to the manufacturer for review. The files showed that impedance measurements and continuity tests were incorrect on (B)(6), 2010. Therefore an incorrect tightening of the lead or a lead issue is suspected. A re-intervention was recommended. On (B)(6), 2010, a re-intervention was performed and the lead was found in the connector but the screw was not properly tightened. The lead was re-inserted and tightened down successfully; the system remains implanted.

Event description:
During a routine follow-up, the ventricular lead impedance was >3000 ohms and the v. Continuity test had a failed result. Review of the stored episodes show short bursts of ventricular noise sensing. An intervention was made on (B)(6) 2010 and found the setscrew on this device was loose. The setscrew was tightened successfully and the ICD remains implanted.

Manufacturer narrative:
(B)(6) 2010. The analysis on this device is pending. Device remains implanted.